Event description:
The pt reported an increse in her longstanding episodic dizziness. Diagnostic test results were equivocal to healthcare professionals and pt decided to explant the device. The analysis of the device showed that it had malfunctioned.